Event description:
It was reported that a large volume folfusor underinfused medication to the patient. It was observed that after the expected therapy time was completed, approximately 80% of the medication dose remained in the device. The device was filled with piperacillin tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 13, 2021 - september 16, 2021. H10: the actual device was received for evaluation. The sample was returned to the plant containing 132 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.